Event description:
Additional information received via email: the majority of the below, are unknown, processing. However,it was reported that when unplugged the pump shuts off. That is all the information received.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the front left bottom corner and the right plunger case was cracked. A review of the event history log identified primary audible alarm background (bgnd) test and auxiliary control unit (acu) watchdog as sympathy alarm and check clutch error. During functional testing using the power up process and the occlusion test, the reported issue of primary audible alarm bgnd test was unable to be duplicated. The check clutch error was duplicated during the occlusion test. The root cause of the primary audible alarm bgnd test was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue the root cause of the check clutch error was due to normal wear. Replaced lead screw, both clutch halves and spring. Performed self-test and occlusion test.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog error and check clutch travel course error. No further adverse effects were reported.